Manufacturer narrative:
09/14/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A clear fluid was observed inside the returned iab, it is likely the reported condensation that was present in the helium line. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. We were unable to perform a pump test due to the iab catheter returned condition. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter had been alarming iab gas fill red alarm. According to the customer the only way to discontinue the alarm was to push and hold the auto fill button. An irregular pressure alarm was also triggered. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter had been alarming iab gas fill red alarm. T according to the customer the only way to discontinue the alarm was to push and hold the auto fill button. An irregular pressure alarm was also triggered. There was no injury or harm to the patient.